Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, after a quarter rotation of the m-knob, a clacking sound was heard and fluoroscopy showed the cds move in an unintended direction. The sleeve stayed straight and would no longer curve. Therefore the cds was removed with the clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported noise and unintended movement associated with sleeve steering issue. The reported positioning failure associated with inability to curve in m direction however, was confirmed. Additionally, the m cable was observed to be loose (slack) around the spool under the o-ring. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis a cause for the unintended movement associated with the sleeve steering issue and noise cannot be determined. However, slack on the m cable resulting in unable to curve appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.